Manufacturer narrative:
This report is for two (2) unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for two (2) unknown screws. PMA/510(k) number is not available. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a patient underwent an open reduction and internal fixation (orif) of humerus and tibial nail. The hardware are intact but the patient has nonunion with gross malreduction and decreased range of motion. Surgeon stated that event is not implant related but the reduction and severity of injury. Planned intervention is not decided at this time. This report is for two (2) unknown screws - proximal. This is report 1 of 3 for (B)(4).